Event description:
The device was applied to the tissue and then the tissue was tested. As the anastomosis was tested with fluid, a leakage was seen at the double staple application site. This was fixed by hand suturing. Per the surgeon it appeared the staples had not formed properly and the material was weak.